Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Review of the primary operative notes states the patient underwent total knee replacement due to osteoarthritis and no intraoperative complications were noted. Review of the medical records confirmed that the patient experienced respiratory distress requiring medical intervention 6 days post operatively. Per the package insert for the nexgen knee, venous thromboembolic complications are one of the known adverse effects of total knee arthroplasty. However, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It has been indicated by the complainant that the medical devices involved in the reported event will not be returned to zimmer biomet for investigation as they remain implanted. Concomitant medical products ¿ nexgen stemmed precoat tibial component size 3 catalog #: 00598003701 lot #: 63396602, nexgen lps-flex option femoral component size e left catalog #: 00596801551 lot #: 63208052, nexgen standard all poly patella size 29mm catalog #: 00597206529 lot #: 63372048. Multiple MDR reports were filed for this complaint, please see associated reports: 0002648920-2018-00534, 0001822565-2018-03530, 0002648920-2018-00535. Remains implanted.

Event description:
It is reported that the patient experienced difficulty breathing immediately following left knee arthroplasty. The patient was treated intravenously with lasix, however, returned to the hospital six (6) days later with pneumonia, shortness of breath, chest heaviness and coughing green/blood-tinged sputum. The patient was discharged with an oral antibiotic (levaquin). No additional patient consequences were reported.